Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. International UDI # (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the ventilator stopped with no alarm. It was reported that the event occurred during patient use. There was no patient harm as a result of the event occurred. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 13mar2019, date rec¿d by MFR : 12mar2019. MFR report #2031642-2019-00238 is a duplicate of an event previously reported under MFR report #2031642-2019-00232. Any additional information will be submitted under the initially reported MFR #2031642-2019-00232. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.